Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken main tube at the distal tip. The orange plastic part of the scissor was completely missing. In addition, parts of the main tubes were missing. Additional observations: the proximal clevis of instrument was dislodged and was not attached to the main tube. The instrument was found to have a broken conductor wire. All the grip and pitch cables were broken. The probable root causes of the all failures are attributed to mishandling/misuse which may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8 mm monopolar curved scissors (mcs) instrument got stuck inside the trocar because the junction between the shaft's plastic and the metallic tip broke. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the port incision was not increased in order to remove the cannula together with the instrument and no images of the defective product were available for review. The product details were confirmed.